Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deterioration of head unit, the image has white dots, the endoscopic image cannot be displayed, poor water-tightness of cable unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Due to poor water-tightness of cable unit, the endoscopic image cannot be displayed and due to deterioration of head unit, the image has white dots (reduced light transmission) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had reduced light transmission. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.